Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing correctly once applied to the vessel. This happened with the third and fourth firing of the device. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was the appearance of the clip(s) (scissored, balloon shaped, ect)? Didn't close. Was excessive pressure applied to the proximal end of the jaws? No. Was the clip fired over an existing staple line or clip? No. What vessel or structure was the device fired on at the time of the event? Common duct. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.